Manufacturer narrative:
Evaluation, results: inherent risk of procedure (graft migration, endoleak) patient's condition affected effectiveness of device (disease progression; aneurysm morphology changes). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aneurysm morphology changes).

Event description:
An aneurx bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 4 years ago. The vessel and aneurysm morphology at the time of implant was unknown. Currently the vessel morphology was reported as the aortic neck is 22 mm in diameter at the lowest renal artery, 15 mm below the renal artery at the top of the stent graft the aortic neck is 25 mm in diameter and was 30 degree angulation. There is disease progression with aneurysm sac remolding in shape. There is mild calcification and mild tortuosity in the iliac limbs. A routine follow-up CT demonstrated that the stent graft has migrated distally 15 mm with a type I endoleak present. The patient was treated with two aneurx cuffs, one was 26 and one was 28 and the migration and proximal type I endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.